Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was capped and replaced due to dislodgement. The ICD was replaced due to eri and the rv lead replaced due to high impedances. No adverse patient events were reported.